Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms which the account attributed to a combination of hypovolemia, hypertension, and hypotension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had low flow alarms, and log file review was requested. It was also noted that the patient presented with weakness, nausea and vomiting. The submitted controller event log file captured intermittent low flow faults on (B)(6) 2024, three of which resulted in low flow hazard alarms. Of note, pi values were elevated during the low flow events. No other notable alarms were captured. The system appeared to function as intended at the set speed. Right heart catheterization (rhc), echocardiogram, and computed topography (CT) heart were performed, and outflow graft obstruction was ruled out. The cause of the low flow alarms was a combination of hypovolemia, hypotension, and hypertension. The patient was stabilized on guideline-directed medical therapy (gdmt) and the low flow alarms resolved, and they were discharged home. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are currently available. The ¿introduction¿ section of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also lists hypovolemia as a potential late postimplant complication. This section also addresses all pump parameters, including pump flow. The ¿system monitor¿ section of the IFU describes the pump flow display and the hazard alarms. This section states that per design, when the estimated flow value is less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. The ¿alarms and troubleshooting¿ section of the patient handbook outlines all system controller alarms as well as how to respond to each alarm. The patient handbook instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms. Log files were submitted for review to look for trends for power and flow and to rule out possible outflow graft obstruction. The log files captured low flows with high pulsatility index (pi).the pump was seeing a reduction in blood volume. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. There did not appear to be any data in the log files to suggest an obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms, hypovolemia, hypotension, hypertension, weakness, nausea, and vomiting. Right heart catheterization (rhc), echocardiogram, and computed topography (CT) heart were performed, and outflow graft obstruction was ruled out. The set speed was increased to 5400rpm. The cause of the low flow alarms was a combination of hypovolemia, hypotension, and hypertension. They were stabilized on guideline-directed medical therapy (gdmt) and the low flow alarms resolved, and they were discharged home.

Manufacturer narrative:
B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.